Event description:
It was reported pt heard an audible click with movement and complained that the hip never felt right. Revision surgery was performed. Surgeon replaced both components because of damage and the fact that the cup was a little too anteverted.